Manufacturer narrative:
Return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.

Event description:
Device was removed due to a "pump malfunction". The pump and some assembly kit components only were removed and replaced; leaving inplace the cylinder(s), catalog #9918s, serial #158083 and reservoir, catalog #9075k, serial #171548 from the initial implant surgery. 2/21/97 - upon receipt of add'l info by the physician/surgeon, he stated... "The device "failed to inflate". Secondary to a "tubing break on left cylinder". Additionally, he reported... "The pt experienced difficulty with the device on 1/10/97".